Event description:
It was reported that the ventilator made a mechanical noise and then stopped ventilating the pt. It is unk which alarms had sounded. When the caregiver turned the vent off and then back on, the ventilator worked normally again. No reported harm to the pt.